Event description:
Devices implanted on (B)(6) 2016: cook devices: zpen-p-2-28-124 (ac982361), zpen-d-20-62-94 (ac982360), tfle-12-90-zt (7134510) right iliac leg. Non-cook devices: medtronic hippocampus renal rx stent 8mm*20mm right renal artery, gore viabahn stent 8mm*25mm left renal artery. The following post-procedure information has been provided: 1. Abdominal ultrasound examination was performed at 22:40 on (B)(6) 2016, which suggested right perirenal hematoma. At 1:45 on (B)(6) 2016 emergency angiography was performed through femoral artery puncture. The result showed contrast leakage at the junction of aortic stent and right iliac artery. Two stents (medtronic 2613120) were implanted in the right iliac artery. Intraoperative ultrasound exploration showed no obvious progress of retroperitoneal hematoma, and femoral artery incision was closed. The patient's vital signs were stable. The patient continued to have gross hematuria and hemoglobin decreased after surgery. So, another renal arteriography and iliac arteriography were performed at 23:00 on (B)(6) 2016. This time the contrast leakage at the right renal artery was detected, and renal artery embolization was performed. 2. After surgery on (B)(6) 2016, the patient retained the foley catheter, showing gross hematuria. 3. The patient was diagnosed with acute myocardial infarction and acute left heart failure on (B)(6) 2016, treated with medication. 4. Later acute pancreatitis was diagnosed without a clear onset date, then patient was treated with medication. The patient was discharged and transferred to a lower level hospital on (B)(6) 2016.

Manufacturer narrative:
The device was not returned for evaluation. No additional information or medical imaging is available for this complaint. Work order: (B)(4) was reviewed and appears complete and correct. The device IFU states: "endoleak" is listed as a potential adverse event. "Patients with specific clinical findings (e.g.,endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive. Additional follow-up": "the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up". Based on the information received it is difficult to determine an exact root cause for the difficulty reported in this complaint. It is possible that the following factors may have contributed to the complaint: damage to graft during advancement, deployment or withdrawal of peripheral stent inaccurate placement of graft. Graft migrates, stent detaches from graft, material disintegrates, patient related factors, procedure related factors.

Event description:
Devices implanted on (B)(6) 2016: cook devices = zpen-p-2-28-124 (ac982361), zpen-d-20-62-94 (ac982360), tfle-12-90-zt (7134510) right iliac leg non-cook devices = medtronic hippocampus renal rx stent 8mm*20mm right renal artery, gore viabahn stent 8mm*25mm left renal artery. The following post-procedure information has been provided: abdominal ultrasound examination was performed at 22:40 on (B)(6) 2016, which suggested right perirenal hematoma. At 1:45 on (B)(6) 2016 emergency angiography was performed through femoral artery puncture. The result showed contrast leakage at the junction of aortic stent and right iliac artery. Two stents (medtronic 2613120) were implanted in the right iliac artery. Intraoperative ultrasound exploration showed no obvious progress of retroperitoneal hematoma, and femoral artery incision was closed. The patient's vital signs were stable. The patient continued to have gross hematuria and hemoglobin decreased after surgery. So, another renal arteriography and iliac arteriography were performed at 23:00 on (B)(6) 2016. This time the contrast leakage at the right renal artery was detected, and renal artery embolization was performed. After surgery on (B)(6) 2016, the patient retained the foley catheter, showing gross hematuria. The patient was diagnosed with acute myocardial infarction and acute left heart failure on (B)(6) 2016, treated with medication. Later acute pancreatitis was diagnosed without a clear onset date, then patient was treated with medication. The patient was discharged and transferred to a lower level hospital on (B)(6) 2016.